Event description:
It was reported to boston scientific corporation that rotatable oval snare was used during an endoscopic mucosal resection procedure within the colon on (B)(6) 2010. According to the complainant, inside the patient, the loop of the device could not be extended. When the physician removed the device from the patient, it was again confirmed that the loop could not be extended. No damage was noted to the handle, and there were no issues with how the handle functioned. The physician was able to use another rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results- catheter sheath detached from handle.

Manufacturer narrative:
Patient reported to be (B)(6). (B)(4) relates to (B)(4) for loop wire failed to advance. This code was chosen based on information obtained from the complainant and it does not reflect the returned device analysis. The returned device presented with the catheter sheath detached from the handle mechanism, which prevented the snare from retracting and extending as intended. Analysis of the catheter sheath found that the proximal end of the catheter was flared out, which resulted in the detachment. The condition of the returned device was consistent with the complaint event that the snare loop failed to extend. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.